Event description:
It was reported on (B)(6) 2012, reported that the patient had the adaptive stimulation (as) feature of his/her implantable neurostimulator (ins) activated by the manufacturer representative in her physician's office on (B)(6) 2012; at activation, the ins read the correct orientation, upright and mobile. The patient's stimulation was not adjusting appropriately. The patient was walking for 15 minutes and then all of a sudden, the stimulation "jumped up real high." The patient was sitting and his/her ins indicated that he/she was "mobile" and the stimulation "jumped real high again." The patient attempted to go through the process of having his/her ins "learn" the appropriate amplitudes of stimulation but it did not work for him/her. When the stimulation "jumped up," the amplitude was different each time. The patient could be sitting for a half hour and the device went into "mobile" and "jumped up." The patient was usually at 4.0 volts, but when the stimulation "jumped up," it came on between 5.0 and 5.4 volts. Additional information received on (B)(6) 2012 reported that the patient's ins was not detecting his/her upright, mobile position. The patient turned her as off because of transportation issues in getting to her physician's clinic. It was planned that he/she would visit her physician once the issues were resolved. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was visited by a manufacturer representative on (B)(6) 2012. The patient's orientation setting was reset and her implantable neurostimulator (ins) was reprogrammed. The mobility rate was brought down to the lowest setting. Prior to the patient leaving the clinic, "everything was ok." All impedances were within normal limits. It was noted that the patient's upright and mobile position was detected.

Manufacturer narrative:
(B)(4).